Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) experienced high pacing lead impedance and no ventricular output. An invasive procedure was performed and a loose setscrew was identified. The setscrew was tightened and no further problems were noted.